Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired during the loading procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned outside the loading device. The seal and the tension spring assembly remained in the loading device and was observed to be just above the loading window. The blue slide lock was engaged and the plunger was not pressed on the delivery device. The tension spring assembly and the seal were then pulled out from the loading device for inspection. Microscopic inspection showed the seal was cracked at the outer coil. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.197 in. The outer diameter was measured at 0.221in. The length of the delivery tube was measured at 2.50 in. The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure mode "activation problem; seal" was not confirmed, but was confirmed for the analyzed failure modes "fitting problem" and "crack; seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired during the loading procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.